Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic subtotal gastrectomy, when firing the fundus of the stomach, the reload did not fire. The surgeon used another reload, however, one of the I-beams was broken. Another handle and reload were used to complete the case. There was no patient injury.